Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of above 500mg/dl. The customer's current blood glucose was 111mg/dl. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Customer stated that insulin pump shutting off but display returned after troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Pump received with normal operating currents. No unexpected low battery or failed battery test alarm noted. Pump monitored for several days and no blank display noted. No damage found on the lcd isolation tape noted.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Pump received with normal operating currents. No unexpected low battery or failed battery test alarm noted. Pump monitored for several days and no blank display noted. No damage found on the lcd isolation tape noted.